Event description:
The customer reported that magnesium sulfate 5g ivpb in 500ml was ordered to infuse at 100ml/hr, duration 5 hours, but instead infused in one hour. The pump was taken out of service, the tubing was discarded, and per the customer ¿it is suspected that the magnesium infusion backed flowed into the normal saline flush.¿ there was no harm to the patient and no signs/symptoms of hypermagnesemia.

Manufacturer narrative:
The customer's report of suspected back flow from secondary to primary was not confirmed. The pcu event log shows a secondary infusion was programmed to infuse at 100ml/h with a vtbi of 500ml. Approximately 75 minutes later, the pcu was powered off. No further infusions were recorded. Total secondary volume infused for this infusion was logged as approximately 130ml. The root cause of the customer's report was not identified. The suspect infusion set was not returned for investigation therefore the customer's report of suspected back flow could not be confirmed.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.